Event description:
It was reported that the patient has been referred for revision due to high lead impedance. Revision is likely, but has not occurred to date. Attempts for additional information are underway.

Event description:
Additional information was received from the treating physician. X-rays were not performed and there was no suspected manipulation or trauma to the device. No other information was provided.

Event description:
Attempts for additional information have remained unsuccessful. Revision is likely, but has yet to occur.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.